Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation in good condition. Device analysis revealed that the unit passed the mdu-5 plus basic functional test. No error messages were observed during the test. In addition, the unit successfully passed image and pullback test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-08083 and 2134265-2014-08084. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unspecified coronary imaging catheter to visualize the unspecified lesion. During the procedure, the motordrive unit 5 plus (mdu5 plus) did not perform automatic pullback. No patient complications were reported.

Event description:
Same case as MDR ID# 2134265-2014-08083 and 2134265-2014-08084. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unspecified coronary imaging catheter to visualize the unspecified lesion. During the procedure, the motordrive unit 5 plus (mdu5 plus) did not perform automatic pullback. No patient complications were reported.